Event description:
Additional information received indicated that "[c]onservative measures to promote healing failed and the exposed sling was removed" on (B)(6) 2014.

Event description:
It was reported the incision site where a miniarc precise was implanted had opened up and the mesh was exposed. The patient underwent surgery during which "[t]he incision edges were freshened and the incision was reclosed". It was reported that the patient is dry and doing fine following the surgery. No additional patient complications were reported in relation to this event.